Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reportedly impossible to fully insert the medtronic ventricular lead (implanted in 1987) in the connector port of the subject pacemaker during the replacement procedure. The pacemaker was replaced by another brand pacemaker, without any difficulties to insert the lead.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reportedly impossible to fully insert the medtronic ventricular lead (implanted in 1987) in the connector port of the subject pacemaker during the replacement procedure. The pacemaker was replaced by another brand pacemaker, without any difficulties to insert the lead.